Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that unexplained high blood glucose has been experienced of over 400 mg/dl. At the time of the call, the customer had blood glucose of 569 mg/dl. Troubleshooting found that the drive support cap was normal. The customer indicated that their site is not changed every 2 to 3 days and declined to perform the high pressure test. The customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose.